Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. Customer had symptoms like puking, nausea, vomiting and difficulty breathing. Customer was treated with intravenous drip. Customer stated that the drive support cap was normal. Customer declined to test on insulin pump. Customer did not allege insulin pump was under delivering. Customer reported that they feel okay to troubleshooting for high blood glucose. The insulin pump will be returned for analysis.